Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding the outcome of the event.